Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered a power on reset (por). It was noted that the patient¿s device is nearing recommended replacement time (rrt) and the patient is sending monthly remote monitor reports. The patient has no complaints and denies activity that may have caused a device reset. The por was cleared, and the device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is a approaching the indicator signifying the time for device replacement. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the if information is provided in the future, a supplemental report will be issued.